Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently became embedded and the patient experienced blood clots and clotting, and/or occlusion of the ivc. The patient further reports emotional and physical pain and suffering. Specifically, the patient underwent thrombolysis treatment to resolve the blood clotting issues. The patient reportedly became aware of the events approximately three years and nine months post implant. The patient reports the filter is embedded in wall of the ivc and is unable to be retrieved; however, there have been no documented attempts to remove the filter. The indication for the filter implant was not provided. The filter was placed via the left common femoral vein and deployed below the level of the renal veins and above the bifurcation. The filter was placed without complication and repeat angiography showed excellent apposition and placement. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported filter embedment within the ivc, could not be confirmed and could not be further clarified at this time. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. Blood clots and thrombosis/occlusion within device or within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Due to the nature of the complaint, the reported pain experienced by the patient could not be confirmed and the exact cause could not be determined. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from embedment of the inferior vena cava (ivc) filter, blood clots and clotting, and/or occlusion of the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information was received per the patient¿s implant records, the ivc filter was placed below the renal veins and above the bifurcation in an adequately sized inferior vena cava. The optease filter was placed without complication and repeat angiography showed excellent apposition and placement. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately three years and nine months post implantation. The patient reports the filter is embedded in wall of the ivc, blood clots, clotting and or occlusion of the ivc and device unable to be retrieved; however, there have been no documented attempts to remove the filter. The patient further reports emotional and physical pain and suffering. Specifically, the patient suffered from blood clots, clotting and/or occlusion of the ivc and underwent thrombolysis treatment to resolve the blood clotting issues. The patient will require lifelong monitoring of the ivc filter, thus, creating a life-threatening situation for the patient who must live with constant worry and anxiety about the state of own health related to the filter.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from embedment of the inferior vena cava (ivc) filter, blood clots and clotting, and/or occlusion of the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported filter embedment within the ivc, could not be confirmed and could not be further clarified at this time. The optease vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization, remodeling and/or restructuring of the vessel wall following device implantation, is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. Usage of the product other than that indicated in the product's instructions for use may involve additional risks not described in the labeling. Blood clots and thrombosis/occlusion within device or within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include underlying patient comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, emotional and physical damages from embedment of the ivc filter, blood clots and clotting, and/or occlusion of the ivc. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.